Manufacturer narrative:
H4: the lot was manufactured between september 24, 2020 - september 25, 2020. H10: the device was received containing 51 ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, evidence of continuous flow of fluid was observed coming out at the distal luer .a functional flow rate test was performed and the flow rates were within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor did not flow during patient infusion. The pharmacist had not seen flow from the device and the blood had refluxed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.